Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the shock vector was reprogrammed to rv coil to can and the shock impedance measurements returned to normal values (82 ohms). This rv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this single coil right ventricular (rv) lead exhibited high out-of-range shock impedance measurements (>200 ohms) since implant. Boston scientific technical services (ts) was consulted and it was discussed that a triad shocking vector configuration was causing an open-circuit condition. Ts advised to reprogram the shocking vector to rv coil to can. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.